Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Base on the clinical data the cause of the positioning issue most likely was use related issue due to improper technique. D4-corrected model number.

Manufacturer narrative:
A.5 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that during the impella cp implant, the impella slipped out due to user error and was replaced by a new impella. The physician refused to send in the impella and the impella was discarded. The patient is still on support.